Event description:
Device returned to manufacturer for analysis with complaint of "occlusion." Pump and catheter replaced in 2002. A supplemental medwatch report will be filed when additional information is received.